Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer reported via phone that the brushhead started to come off in mouth. No injury was reported.